Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown cup, lot # unknown. 01.00102.216 wagner sl revision stem 2767300, 00875801228 constrained liner 63170027. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03193, liner.

Event description:
It was reported that a patient underwent an left hip procedure and aprox 1 year later was revised due to dislocation. Head and liner were revised. Attempts were made to obtain additional information; however, none was available.